Event description:
The customer reported that following x-site deployment, the site looked dry and free of hematoma. When the groin area was visualized prior to deployment, the physician felt that stenosis in the femoral artery was just a spasm and that it would be fine to continue the procedure. The pt was sent to another hospital to have another procedure on her coronary artery. When the artery was re-stuck a clot was found at the x-site suture site. The physicians felt that the clot was caused by the x-site device. The pt returned home one week later. The pt then required re-admittance a few days later for treatment of an infection at the puncture site.